Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing intermittent stimulation. A manufacturer's representative (rep) checked impedances and found high impedances on one of the programmed electrodes. The rep reprogrammed the patient. The issue was resolved.